Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut on the cable unit, watertightness was lost, as one part of charged coupled device was stuck into the couplet unit, it could not be detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the charged coupled device was broken, a cut on the cable unit, loss of watertightness, minor water leakage observed from cap unit, and one part of the charged coupled device was stuck into the couplet unit. There was no patient involvement.